Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up. Externalized conductors were observed. No electrical anomalies were detected. Lead to be monitored.

Event description:
New information received notes that complete loss of capture was observed. Increase in pacing lead impedance was also noted. Patient was asymptomatic. Lead will be explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 43.4-43.7cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 7.0-10.1cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 7.4-8.3cm from the distal tip. The etfe coating was damaged during explant at this location.

Event description:
New information received notes that the lead was replaced. Procedure date was unknown.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.